Event description:
The pt received his scs system on (B)(6) 2011, including two leads (with the same lot number). It was reported the lead gradually eroded through the skin. The physician explanted the entire system on (B)(6) 2011. F/u revealed cultures were negative for infection, and the pt was well postoperative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.